Event description:
During device use on patient, physical damage to the external standard paddle connector was observed. The issue had no adverse effect on patient treatment.

Manufacturer narrative:
(B) (4). Customer determined the issue to be with the external hard paddles. Physio provided replacement paddles part information to repair device.